Manufacturer narrative:
Device evaluation: the lens was returned dry, in microcentrifuge vial. Visual inspection found missing piece of haptic, clear residue on the lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -9.0/+2.5/090 diopter, in the patient's right eye (od), on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.